Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer the pin sheared off in the receiver for the post. (Part number given, 1116403, is for a base frame and van seat post assembly.) MDR filed.